Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 3387s-40, lot#: va2107u, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 30-jan-2024, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the #3 contact had abnormal impedances when impedances were measured. The lead fracture occurred when the set screw was removed and the lead was pulled out. The operating physician commented that the connector part of the extension had been bent from the beginning. The sales representative will tell the precautions when tightening the set screw, and tightening will be performed following that. When the physician felt stuck and disconnected from the lead, the lead fracture had occurred and the issue could not be handled. The lead was reported to be replaced at a later date. The issue was reported to be resolved.

Event description:
Additional information was received. The bent extension occurred during use. Both the lead and extension were replaced. The cause of the lead fracture and bent extension were not known.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020, explanted: product type extension product ID 3387s-40 lot# va2107u serial# implanted: (B)(6)2020,explanted: (B)(6)2020, product type lead h6: method code 4115 applies to the lead, 4114 to the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the extension (serial# (B)(6)) revealed that the connector at the distal end was twisted in molded rubber. Analysis of the lead (lot #va2107u) revealed that the conductors at the proximal end were overstressed/damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.